Manufacturer narrative:
Additional information: h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of polyflux 14l dialyzer, an external blood leak was observed at the top of the dialyzer. The amount of blood leak was reported as 10ml. There was no patient injury or medical intervention associated with this event. No additional information is available.